Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the black sureform 45 reload involved with the reported event. Therefore, the cause of the customer reported failure mode cannot be determined. In addition, the sureform 45 curved-tip stapler instrument has been received for failure analysis evaluation. However, as of the date of this report, the evaluation of the instrument has not been completed. A review of the stapler logs show a sureform 45 curved-tip stapler instrument (part #480545-04, lot #l17240125-0573) was installed on the system 6 times and fired 4 reloads (2 blue, 1 green, 1 black, in that order). On install 1, the system failed to detect the reload color, and the user manually selected the blue reload on the surgeon side console (ssc) touchpad. On installs 1-3, all clamps were successful, and the firings were each completed with no pauses for compression. On install 4, the user made an incomplete clamp, stopping at ~60% completion. No firing was attempted. On install 5, the first clamp was incomplete, stopping at ~80% completion. The next clamp was aborted. The third clamp was successful, and the firing was completed with 1 pause for compression. On install 6, the user made two incomplete clamp attempts, stopping at ~58% and ~68% completion, respectively. There was no unclamp initiated after the 2nd incomplete clamp. Approximately 30 seconds later, the grip release was detected on the instrument, represented by error code in the logs. The user appears to have tried to install the instrument multiple times after it was force expired by the system, represented by 5 instances of an error code in the logs. The instrument was then removed and not used in the procedure again. There were no additional stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy procedure, the jaws of the sureform 45 stapler instrument failed to open. When the event occurred, the surgeon was clamping on lung tissue and attempting to cut it. Prior to clamping on the tissue, the customer had encountered a "tissue too thick" message. However, during the event, no faults were reportedly generated. The surgeon was able to successfully release the tissue using the manual release knob. There was no adverse effect to the grasped tissue. There was no unexpected tissue removal. There was no bleeding. Two videos were provided. Upon review of a video submitted of the event, staples were seen to have fallen inside the patient. It is unknown if the staples were retrieved.

Manufacturer narrative:
The sureform 45 curved-tip stapler instrument was received, and failure analysis was completed. Failure analysis found the instrument to be in expected condition related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument was placed on the in-house system and was found to be locked. The instrument generated error message "instrument failure. Manual stapler release previously used on device. Do not reuse." The radio-frequency identification (rfid) editor was used to unlock the instrument. The instrument was reinstalled on the in-house system and passed recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. It is an expected condition for the instrument to receive a lockout error after the manual grip release has been used. Review of the logs were unable to verify any failures. There was no problem detected. The black reload was not returned.

Event description:
Refer to h11 for follow-up information.